Manufacturer narrative:
Product analysis: analysis noted that the main printed circuit board (pcb) was operating intermittently, the display was missing pixels and would out of electrical specification. The board connector flex was replaced as a preventative measure. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.